Manufacturer narrative:
The device was returned for investigation. Analysis of the returned device revealed that a stone became lodged in the working channel of the catheter. No anomalies were observed with the device. The lot history review (lhr) for lot# p02188 was conducted, which confirmed that there were no non-conformances during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Renal bleeding is a known risk of ureteroscopy (urs), including the sure procedure. Bleeding complications have been documented in approximately 0.6% to 1.5% of urs procedures and the aspire pivotal trial, which compared sure to standard urs, demonstrated similar safety profiles.

Event description:
On (B)(6) 2025, a patient underwent a ureteroscopic stone removal procedure with the cvac aspiration system. During the procedure the device experienced a clog; the device was exchanged, and the procedure was completed without any intraoperative complications nor evidence of elevated pressures. While in the post anesthesia care unit, a retroperitoneal bleed was observed, and the patient was managed medically with fentanyl and pressors to regulate pain and blood pressure. Subsequently, the patient was taken to interventional radiology for embolization and admitted to the ICU for ~2-3 days. The treating physician stated that the cause of the post-operative bleed was possibly procedurally related but not device related. Upon release from the ICU, on the main hospital floor, the patient experienced a stent migration that was treated surgically. On (B)(6) 2025 the patient was found to have intestinal gas associated with diverticulitis of the bowel and was offered surgery along with colostomy. The patient refused treatment and expired on (B)(6) 2025. The treating physician stated that the cause of death was not related to the cvac system.